Event description:
A patient called lifecor customer support to report that he is getting "adjust belt" messages. The download revealed a general fall off on all four leads. A lifecor patient service rep was requested to visit the patient and replace the electrode belt. In 2007, patient ended use because his physician states his ef has improved. He returned the equipment.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belthas been completed. The reported problem was confirmed. The electrode bel was found to have broken wires in the trunk cable. These broken wire resulted in the loss of ec signal and the "adjust belt" messages. The root cause of the broken wires appears to be misuse. There was cuts noted on the trunk cable. The electrode belt was repaired, retested, and restocked. The electrode belt trunk cable was fixed. No adverse event resulted from the electrode belt trunk cable.